Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited lec 1660 alarm and power lost while running. No patient involvement reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device was powered up and alarmed ec1660 which is an issue with processor on the circuit board. The root cause of the reported issue was found to be the circuit board. Actions were taken to mitigate the reported issue: replaced the circuit board.